Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) male pt contacted zoll customer support to report that the lv was alarming earlier, and now the pt was covered in blue gel. Review of the patient's downloaded data confirms the pt was treated at 18:45:31. It was reported that the pt was in the hosp at the time of the event. The lifevest (lv) detected an arrhythmia at 18:44:41. Review of the patient's ECG strips show motion artifact. The pt received a defibrillation shock at 18:45:31. The rhythm at the time of treatment was a sinus rhythm with motion artifact. The post-shock rhythm was a sinus rhythm with motion artifact. The response buttons were not pressed during the entire event. The pt was transferred to the hosp ICU but continues to wear the lv.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was transferred to the hosp ICU but continues to wear the lifevest. Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were functional and able to detect and treat a pt. Device manufacture date & h.8 usage of device: monitor (B)(4): 06/2011 - reuse. Electrode belt (B)(4): 04/2013 - reuse. H.10 additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).